Manufacturer narrative:
Fdd (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient heard the alarm beeping for at least 24 hours. The patient called the clinic and it was noticed that the patient's pump had been stalled for approximately 36 hours. It was also noticed that the pump had stalled two other times prior to this one within the last couple months. The patient had some return of pain during the stall. No mris or additional electromagnetic interference (emi) sources were noted. The logs were read. The pump was placed on minimum rate and alarms were silenced. The patient was to be scheduled for removal of pump. The issue was not resolved at this time. Surgical intervention was planned but had not been scheduled and the patient's status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump stopped working on wednesday [(B)(6) 2017] morning, because at around 5:00 am, the alarm was sounding. When the pump stopped working, the patient went in and a nurse called the manufacturer to get information on how to turn the alarm off. The patient was going to have to have the pump replaced sometime between thanksgiving and christmas. It was noted that while the nurse silenced the alarm on wednesday morning, the pump started alarming again on friday morning. It was asked if there was a way to permanently silence the alarm so the patient would not have to hear the alarm as it was annoying. It was initially stated that the pump was alarming due to normal battery depletion, however it was later stated that the last time the patient had the pump filled on (B)(6) 2017, it was estimated the pump had 14 months left. The patient was noted to be between the five and seven year period and had hoped she would not have to replace the pump until after (B)(6). Additionally, it was noted that the patient was working with the doctor on some medication issues. When asked to clarify, it was stated that the patient was not getting anything through the pump (due to it no longer working) so the patient was having to transfer over to some oral medication and that was "complicated" for the hcp. The patient had an appointment with her hcp at 2:00 pm on (B)(6) 2017 to get a prescription for oral medications and putting the pump into pump off mode was discussed.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 6 mcg/ml prialt at a dose of 3.99 mcg/day and 3 mg/ml dilaudid at a dose of 1.99 mg/day via an implantable infusion pump for non-malignant pain. It was reported that an active motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump stat us/event log report showed a motor stall occurred on (B)(6) 2017. The patient had a sudden increase in pain since her last refill a few days ago on (B)(6) 2017. There were no logs since the 10th where there was a complete set of logs for an update. No further complications were expected or anticipated.